Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cleaning and disinfection. The subject device's pump head was deteriorated and the outlet pipe couldn't be tightened. There was no patient involvement.

Event description:
It was reported that during cleaning and disinfection. The subject device's pump head was deteriorated and the outlet pipe couldn't be tightened. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.